Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine in-clinic follow-up. Upon device interrogation, elevated capture threshold was exhibited by the right ventricular lead. Further evaluation revealed that the lead had micro-dislodged. A lead revision was performed on (B)(6) 2022. The patient was recovering. Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the lead was explanted during the procedure.